Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with baclofen 450 ug/ml (22.5/day), fentanyl 2000 ug/ml (100/day), clonidine 300 ug/ml (15/day), bupivacaine 5 mg/ml (.25/day) and morphine 20 mg/ml (1/day) intrathecal therapy via an implanted pump. The type of baclofen and lot number was unknown. The pump's indication for use was not reported. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient had a pump replacement due to normal elective replacement indicator (eri)/end of service (eos). On (B)(6) 2015, around 8:30 pm last night, the patient started having sudden overdose symptoms following the pump/catheter replacement. The specific symptoms were unknown. The pump was then programmed to minimum rate mode. The healthcare provider (hcp) was getting a new lower concentration to refill the pump and was asking how long the old concentration would take to clear if left at minimum rate. Calculations were reviewed of 62 to 77 days. The other me dications the patient was taking at the time of the event, the patient's pertinent medical history, device information, troubleshooting related to the overdose symptoms and the cause of the overdose symptoms not reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.